Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported possible telemetry issues or flipped ins. Rep stated that an x-ray would be done. Appropriate ins placement was reviewed for the rep if it is not flipped. No additional information was provided by the rep regarding the event. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that during a battery replacement, the recharging telemetry was tested inra-operatively and it was poor. The battery was repositioned in the pocket and the charging was improved. It was noted that the replacement from an activa 37601 with a smaller battery 37612 in the pocket resulted in less than optimal recharging telemetry. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.